Event description:
During evaluation of a returned spectrum iq pump, an 'upstream occlusion' alarm was confirmed in the event history log review. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the event history log review revealed multiple 'upstream occlusion!' Messages. The cause was not identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.